Event description:
Stent movement on the balloon.

Manufacturer narrative:
The report from the affiliate indicated the following: during a coronary stenting procedure in 2004, two (2) cypher stents (a 3.5x23 and a 3.0x13 mm) were implanted successfully in the distal right coronary artery (rca). The vessel was reported to be heavily tortuous and slightly calcified. The guiding catheter used was a shepherd's crook. The next target lesion was the proximal rca. An attempt was made to cross this lesion with another stent (3.5x23mm) which resulted in the entire sys being pushed out. After re-seating the guiding catheter, and while preparing to re-deploy, it was observed that the stent had migrated on the balloon. The prod was removed and the procedure was completed successfully with another cypher stent (3.5x18 mm). There was no reported pt injury. The prod was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. Note that device is distributed outside the united states; however it is similar to the united states prod.